Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. As received, the latex membrane was torn and exposing the stylet and spiral cable. The cable appeared bent. The tip of the stylet was detached from the catheter tip. Blood was visible in the latex membrane. The catheter body was free of visible damage. The thumb slide on the handle slid forward and back full stroke and the stylet and spiral cable moved freely. Per the IFU "to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force." Customer photos did not show visible damage and did not appear to match the returned product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of torn latex membrane was confirmed from the returned sample. An engineering evaluation task was initiated to assess any manufacturing-related processes which could be correlated to the complaint. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombolysis, distal emboli or blood clots or arteriosclerotic plaque, air emboli, aneurysms, arterial spasms, arteriovenous fistula formation, membrane separation and distal embolization. Exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation. To minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force. In this case the latex membrane was torn in a way that allowed the stylet and spiral cable to be exposed. There is a possibility of vessel damage if the stylet and spiral cable are outside of the latex membrane and possibly in contact with the vessel. It is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, during set-up, the latex membrane of the fogarty catheter was found torn. There were no missing pieces noted and the device was replaced in order to continue with the procedure. There was no patient involvement and no demographics.